Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date is unknown. (B)(4). The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, the customer submitted log files for review. Log file analysis completed by the manufacturer¿s technical services representative revealed low voltage hazard and no external power events on (B)(6) 2018 at 1342-1343 and at 1432 due to a total loss of power to the mobile power unit (mpu). It was suspected that the alarms were caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. At the time of the events, the internal battery provided power to the pump as designed. Additional information was requested but not yet provided.